Event description:
Test strips for my coagu-chek xs pt were used to insure that my inr was a properly prescribed leave to have a surgical procedure. The strips that were used are now on the recall list.